Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that there was a shocking sensation at the lead site. This was noted to be sudden. The next day, the patient reported they were in the emergency room (ER) the night prior with pain, burning, and occasional sparkler type feelings. Their settings were checked and everything looked good with the impedance around 440. They wanted to turn the device off for a week or two and they were going to follow-up with their hcp after a few weeks. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient was still having similar issues with feeling the battery; their nausea and vomiting were fine, but they felt a pinching when they go to the bathroom. The hcp was bringing the patient back to the office for a check on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient was doing well with their nausea and vomiting, but was experiencing severe pain when they twisted or turned. It was noted that the doctor was going to prescribe a pain patch for the patient¿s battery site location. No further complications were reported/anticipated.